Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity- unk. Race - unk. Date rec¿d by MFR- this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a vticm5_13.2, -12.50/2.5/089 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. Damage was noted while removing from vial. A backup lens was implanted intraoperatively and this resolved the problem. Reportedly, "during removing from vial, found that the lens was torn."